Event description:
It was reported that during an in-clinic follow-up, the implantable cardioverter defibrillator (ICD) was found to be in back-up mode due to a magnetic resonance imaging (MRI) procedure. High voltage therapies were disabled as a result. The ICD was successfully reprogrammed and restored. Patient condition was stable.